Manufacturer narrative:
The external visual inspection of the device revealed a damaged electrode array prior to receipt. This is believed to have occurred during revision surgery. In addition, external visual inspection revealed a dented bottom cover and a broken antenna coil. The photographic imaging inspection confirmed a broken antenna coil. System lock could not be obtained at any spacing. The no lock condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device failed the residual gas analysis test. This device had broken antenna coil wires. A CAPA has been implemented. In addition, this device had moisture that exceeded the residual gas analysis test limit. Leak testing did not reveal any leaks. A CAPA has been implemented. This is the final report.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Event description:
The recipient reportedly experienced no lock between the external equipment and the cochlear implant. External equipment was exchanged, however, the issue was not resolved. Revision surgery is under consideration.